Event description:
It was reported that when a guidewire is inserted into the balloon (subject device), the valve leaked. No other information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found hardened contrast within the hub of the balloon catheter. As the balloon catheter was occluded with contrast which was unable to be removed, the distal end of the balloon catheter was cut to facilitate balloon inflation. The balloon was noted to leak at the distal end. All measurements fell within specifications. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to the reported event.

Event description:
It was reported that when a guidewire is inserted into the balloon (subject device), the valve leaked. No other information is available.